Event description:
The customer reported that on (B)(6) 2012, higher than expected creatine kinase-mb isoenzyme (ck-mb) results, above the normal reference range, were generated from a unicel dxl800 access immunoassay system for one patient sample. The initial ck-mb result was elevated and outside the normal reference range. The initial ck-mb result was reported out of the laboratory where it was questioned by a physician and a repeat test was ordered. While there have been no reports of death or serious injury associated with this event, the impact to patient treatment is currently unknown. Beckman coulter inc. Assessment of customer supplied patient data indicated that the sample was repeat tested on the same instrument. The sample recovered lower, yet still above the normal reference range. Repeat testing of the patient sample on another instrument yielded a significantly lower result, above the normal reference range. Additional patient results were included in the supplied data however no other assay results were questioned as part of this event. The ck-mb sample was collected in a 13x100 mm mint topped tube, and was centrifuged prior to testing. The sample was visibly normal in appearance with no hemolysis or lypemia. The sample was a full draw and centrifuged prior to testing. No patient specific information was provided by the customer. Beckman coulter inc. Assessment of customer supplied assay instrument performance data indicated that assay quality control (qc) recovered within the customer's established specifications during the timeframe of this event. A system check performed prior to the event generated acceptable results and a calibration performed on the day of the event recovered acceptable results.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2012, for this event. The field service engineer (fse) performed multiple instrument verification tests which all generated acceptable results. The instrument was performing within specifications. A definitive root cause for this event has not been determined to date.